Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6)). It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a procedure using a small flexnav delivery system. The activated clotting levels was 226s and heparin was administrated. During deployment of valve, a pacing was provided to suppress premature ventricular contractions. The initial implant depth was too high and the valve was re-sheathed once. The final implant depth was 6.6mm at non-coronary cusp, 5.9mm at left coronary cusp and the mean aortic valve gradient was 1mmhg. On (B)(6) 2024, the patient reported had weakness and bradycardia with a heart rate of 38/min during self measurement and syncope. In the emergency department, electrocardiogram (ECG) reveled atrioventricular (av) block ii, intermittently iii. On (B)(6) 2024, a pacemaker was implanted. The patient was reported stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device malposition, heart block, fainting, bradycardia, and fatigue was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a previous conduction disturbance and the implant depth was 6.6mm from the non-coronary cusp. No information was received regarding anatomical factors. It was noted that the fainting occurred 6 days after the implant procedure, and the fatigue and fainting appear to be results of the heart block. Based on available information, causes for the reported device malposition and heart block could not be conclusively determined. It is possible that procedural conditions contributed to these issues. However, this cannot be confirmed. The reported fainting, bradycardia, and fatigue appear to be related to the heart block. Causes for the reported nonspecific EKG changes and cardiac enzyme elevation could not be conclusively determined. It is possible that they are related to the heart block. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that on 16 march 2024, the patient developed a left bundle branch block, first degree heart block, prolonged qrs interval, and an elevated troponin level. It was noted after discharged that the patient had an episode of bradycardia with fatigue.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a procedure using a small flexnav delivery system. The activated clotting levels was 226s and heparin was administrated. During deployment of valve, a pacing was provided to suppress premature ventricular contractions. The initial implant depth was too high and the valve was re-sheathed once. The final implant depth was 6.6mm at non-coronary cusp, 5.9mm at left coronary cusp and the mean aortic valve gradient was 1mmhg. On (B)(6) 2024, the patient reported had weakness and bradycardia with a heart rate of 38/min during self measurement and syncope. In the emergency department, electrocardiogram (ECG) reveled atrioventricular (av) block ii, intermittently iii. On (B)(6) 2024, a pacemaker was implanted. The patient was reported stable and discharged.

Manufacturer narrative:
An event of device malposition, heart block, fainting, bradycardia, and fatigue was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a previous conduction disturbance and the implant depth was 6.6mm from the non-coronary cusp. No information was received regarding anatomical factors. It was noted that the fainting occurred 6 days after the implant procedure, and the fatigue and fainting appear to be results of the heart block. Based on available information, causes for the reported device malposition and heart block could not be conclusively determined. It is possible that procedural conditions contributed to these issues. However, this cannot be confirmed. The reported fainting, bradycardia, and fatigue appear to be related to the heart block. There is no indication of a product quality issue with regards to manufacture, design, or labeling.